Event description:
It was reported to gyrus (B)(4) that during a surgical procedure the hand piece overheated. It was indicated that they were running the hand piece too long without pause and it overheated. There was no patient injury or surgeon injury. The procedure was completed without any other incidents. They have taken it under advisement to not run the device without a pause and have not had this problem since.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly. The facility indicated that they will not be returning the device, there is nothing wrong with it, the surgeon ran it too long without a pause.